Event description:
Patient had two leads from the same lot. It was reported that the patient has been experiencing pain in the right calf since implant. Follow up revealed that the patient's scs system was explanted on (B)(6) 2013. As a result of the explant, all issues have been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.